Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 4 mg/ml dilaudid at 0.55 mg/day via an implantable pump for non-malignant pain. It was reported that the hcp thought there was some fluid in the pump pocket. The physician was unsure if it was related to the pump or not, so a revision was scheduled to investigate the possibility that the catheter and/or pump were malfunctioning. At the time of the surgery, it was noted that the patient was still receiving great pain relief and had not noticed any change or increase in pain. There were no known environmental, external, or patient factors that may have led r contributed to the issue. The pump pocket was opened on (B)(6) 2016 and fluid was observed coming out of the pocket upon opening. It had already been decided prior to the start of surgery that the patient would receive a new pump, so the existing pump was removed and the medication was aspirated. Upon pre-operation interrogation, the pump printout stated that 18.1 ml of drug was in the reservoir. A tech was able to aspirate "just over" 17 ml. It was concluded that the fluid could not have been medication since the pump had the correct amount. A new pump connector piece was attached for "good measure" according to the hcp. The issue was noted to be resolved. The patient was noted to be "alive - no injury". The event date was noted to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.